Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure.the customer stated that the main half height top drawer does not open fully to access row e cubies and also have to use more force to close the drawer. This incident resulted in a delay to patient care and there was no patient harm.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed, which hindered users from accessing the medication. A field service engineer resolved the issue by switching the half height drawers appropriately. The system functioned as intended after the field service engineer troubleshooted the device.